Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
Nursing assistant reported via our sales rep that it was stated in the accident surgery department on (B)(6), 2009, during a surgery attempts to drill holes for the distal locking screws failed. He explained that the drill did not meet the nail holes and the targeting sleeve did not meet the locking holes. The surgery procedure was completed successfully by using replacing devices. Additional info is already requested.